Event description:
It was reported by the patient that ever since the implantable pulse generator (ipg) was implanted, the patient "hated it." The device "protrudes" out of the body. Recently, the patient indicated that a "strong energy" is felt when sitting in front of the (B)(6) computer. The patient indicated that this has been happening for the past two years. The physician indicated that there has been "no activity" on the device for several months. Yet, the patient stated a "nasty vibrating electrical activity" is felt. Additional information indicated that the patient was then given an external protective shield. The patient also indicated that the "interference" is also noted when using the ipad; however, not nearly like the computer. The patient was contacted and will report to the physician for electromagnetic interference (emi) testing. Further follow up will be conducted by the company representative and the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).